Event description:
Upon use of capio device, the needle tip was missing. X-ray ordered and tip noted to be imbedded in... Dates of use: 2008. Diagnosis or reason for use: total vaginal hysterectomy with a&p repair, used to do a sacrospinous ligament fixation during a&p. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no. This capio needle is used with the capio open access suture capturing device. This is the second time the end of this type of needle has broken off during an intraoperative procedure. In this particular situation, a sacrospinous ligament fixation was attempted, but was not able due to the fact the tip of the catheter suture remained -broke off- with the supraspinous ligament. It was not palpable, but an x-ray was ordered and noted the tip to be definitely within the spine. Therefore, it was felt that the most logical approach, since it would not cause the pt harm, would be to leave it in place. This the second time the tip of the capio needle has broken off. This device will not longer be used in this institution.